Event description:
It was reported that when conducting port maintenance, the clinic customer opened a powerloc product and upon unpacking a second powerloc product, bubbles were found in the extension tubing. The product was not used either, a new powerloc product was used in the maintenance for this patient. No impact was caused to the patient. 8/24/2023 - customer clarified that the bubbles were present prior to flushing the device. 10/27/2023 - during evaluation of the returned sample it was determined that the "bubbles" were most likely fluid -foreign substance- within the tubing,

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign substance within the tubing of the infusion set was confirmed but the cause is unknown. A single photograph of a 22g powerloc safety infusion set was returned for evaluation. Bubbles of what appeared to be a clear liquid were seen within the infusion set tubing. However, there were no distinguishing features which could aid in identification of the foreign substance or the origin of the substance. The submitted photograph did not contain enough information to identify a specific root cause. As the kit had been opened, it could not be independently confirmed if the substance was present in the unopened device or if it was introduced after opening the kit. The report of a foreign substance within the device has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.